Manufacturer narrative:
Na.

Event description:
The customer complained of questionable elecsys dhea-s and elecsys testosterone ii assay results for 1 patient sample tested on a cobas e 411 immunoassay analyzer. From the data provided, only the dhea-s data provided was a reportable malfunction. The customer stated they were running correlation studies for a new lot of qc when they started receiving invalidation flags for some of the qc results. The customer did state that the qc results for one lot were all acceptable. The initial dhea-s result was 821.8 ug/dl. The same patient same was retested twice within an hour on the same instrument with dhea-s results of 373.3 ug/dl and 363.4 ug/dl. The erroneous results were not released outside of the laboratory. The retest results were deemed to be correct. There was no adverse event. The dhea-s reagent lot was 287066 with an expiration date that was requested but was not provided. The field engineering specialist determined that the root cause was due to a fluidic failure. He replaced the measuring cell. He performed performance testing with acceptable results.